Event description:
A health care facilityconducting a tegaderm evaluation reported thay a pt with right ij catheter developed a rash, swelling and red demarkation under and beyond the location of the dressing on their chest. Cellulitis was diagnosed by an epidemiologist. In addition, patient had difficulty swallowing and a swallowing evaluation was performed, without further medical intervention indicated. Patient was treated with antibiotics and steroids and within a few days symptoms were substantially improved. Patient was discharged 12 days after their surgery however, the event prolonged her hospitalization by about 5 days. No other problems reported during the evaluation and facility suspects this was a "fluke".